Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. Post explant, it was noted that three of the four tines were missing. It was suspected that the damage occurred during the implant procedure.